Event description:
Revision surgery - due to the patient complaining of pain in the right hip joint. The surgeon removed the cup and the liner and replaced with another company's cup. He also replaced the head.

Manufacturer narrative:
The reason for this revision surgery was due to the pain. The previous surgery and the revision detailed in this investigation occurred 2.4 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # 26858 associated with the par t# 430-98-056, fmp hemispherical shells with screw holes, 56 millimeter, with porous 2 (p2) coating, which documents a nonconformance that out of 20 quantity lot 1 item was rejected, due to discoloration spotted in the porous coating portion of the part. It was reworked with suitable operations and accepted. All other items in the lot met design, fit and function requirements and were accepted. The device was within its expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the pain. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: degenerative bone disease, patient bone deterioration, soft tissue impingement, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.